Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5149064.

Event description:
It was reported that the patient's right ventricular lead exhibited noise oversensing. The reported lead was explanted and replaced. The patient's condition was unknown.